Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Product code: unk; esubmitter software does not allow for blank or unk entry. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon states there is a high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B1-updated. B5-updated; please disregard previous b5 statement. H6-health clinical code updated: 4581 (significant reduction of ica, pupillary action reduced). Health impact code updated. Device code 1494 (pregnant at the time of implant). (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.5/084 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, significant reduction of ica and pupillary action reduced. The problem was resolved. The status of the eye is reported as pupillary action without any problems, photopic pupillary diameter 2.0mm (mesopic diameter 4.0mm). The cause of the event is reported as unknown.